Event description:
It was reported that the infinity workstation critical care has turned off itself with interruption of ventilation without alarm. Reportedly the users turned the unit off and on with the button restart the c500.

Manufacturer narrative:
The investigation is still ongoing. The investigation results will be submitted in a f/u report.